Manufacturer narrative:
The pipeline flex has been returned for evaluation; product analysis is anticipated. A follow-up MDR will be submitted when the investigation is complete.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing flow diversion treatment of a 16mm, fusiform aneurysm located in the right internal carotid artery (ica). Vessel tortuosity was severe. It is not known whether the devices were prepared as indicated in the IFU. During the procedure, the catheter was delivered to the middle cerebral artery (mca). The physician advanced the pipeline flex through the catheter and reportedly experienced resistance due to tortuosity of the vasculature. The physician managed to deliver the pipeline flex to the end of the catheter. About 5mm of the pipeline flex was pushed out of the catheter, but the "sleeve did not seem to be released." The physician attempted to recapture the device, but was unable to. The physician then pulled the pipeline flex back to the target location for placement and deployed the device there. At deployment, the distal end did not open completely. The physician again attempted to resheath the device, but was unsuccessful. The physician was unable to push or pull the pipeline flex. The pipeline flex was no longer at the target location; it had moved too far proximal. The physician removed the pipeline flex and catheter from the patient. Afterward, new devices were used to complete the procedure. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The pipeline flex was returned for evaluation. As received, the pipeline flex delivery system was stuck within of the catheter. For further examination, the pipeline flex delivery system was pushed out of the catheter with difficulty. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal end of the pipeline flex braid was found fully open with no damage. The pushwire appeared to be bent approximately 23.5 cm from the proximal end. Based on the analysis findings, the reports of pipeline flex failure to open on the distal end could not be confirmed. The received pipeline flex braid was found fully open with no damage. It is possible that the patient's severe vessel tortuosity may have contributed to the ¿failure to open¿ issue. Per the pipeline flex IFU: ¿ do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ no evidence was found to suggest that the pipeline flex failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.